Event description:
The customer contacted baxter's service center regarding a system error (se) 2240 (air in line), which occurred on the homechoice (hc) during use during dwell. The home patient (hp) cycled the power off and on, got system error 2367 occurred, the technical service representative (tsr) explained the system error's, cycled the power again. The tsr then informed the hp to start over with new supplies. Per the troubleshooting performed by the technical service representative (tsr), the hp reported the patient was connected at the time of the alarm, that the patient did disconnect any time prior to the alarm, that all the bags were spiked and connected, that patient line extensions were not used, that there were no open clamps on unused supply lines, and that nothing unusual was noted with the supplies. The tsr reviewed proper procedures per the user manual with the patient. The patient stated they would complete therapy using new supplies. The se did not repeat. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the home patient (hp) (B)(4) 2012 the regarding reported problem. The hp stated that the alarm occurred because of human error. They stated they have not done this mistake since the call. The hp explained that after they ended therapy on the machine they used manual supplies to complete therapy. The hp stated they continue as normal on the machine the next evening without further problems. The hp stated they did communicate with their nurse to make sure that no medical intervention was necessary, and everything checked out okay. The hp stated that there were no problems with the supplies at all. The hp stated they were highly satisfied with their therapy, and has been going very well. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is confirmed because the patient reported disconnecting during therapy, which is use error that can cause system error 2240 alarms. The label review found the patient at home guide to be adequate for the use error in this incident.